Manufacturer narrative:
(B)(4). The field service engineer (fse) replaced the oxygen (o2) sensor and the device then passed all testing. The o2 sensor was then returned for investigation. The o2 sensor has a service life of one year. The sensor was found to have exceeded the service life. The reported event was confirmed.

Event description:
It was reported that a ventilator oxygen sensor failed calibration. There was no patient involvement.